Manufacturer narrative:
According the incident description, a pin broke off in the pin adapter and could not be removed. The affected product was provided for an optical examination. The pin broke inside the adapter. Other that the broken pin, the adapter only showed some minor scratches, which are probably occurred during the use of the product. It is known that the fracture of the pin occurred during use/ intraoperatively. However, this had no health effect on the patient, as the surgery could be finished without the adapter. Another pin was directly connected to a drill. However, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the pin could not be checked, as no lot number is known. Additionally, the manufacturing documents and the material certificates of the pin- adapter were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined of why the pin broke. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the pin adapter. A potential cause could be an unintentional user error, but this cannot neither be confirmed nor denied due to lack of information. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "pin in the pin adapter broken off and can no longer be removed" note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since the surgery could be finished without the adapter. Another pin was used that was directly connected to a drill.